Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced with an epicardial lead due to diaphragmatic stimulation. Myopore bp35, sn: (B)(4) was implanted instead. There were no other adverse patient side effects reported. Should additional information become available, this event will be updated.